Event description:
The clinician reported the cathter was used on a pt in obstetrics. Marcaine bolus with fentanyl and continuous infusion were administered. The epidural catheter was placed without difficulty and used successfully for labor and vaginal delivery. Upon first attempt to remove the catheter with a usual and normal amount of tension, the catheter began to unravel, as it seemed that the plastic coating had already separated at some point inside the pt's back. The anesthesiologist attempted to grasp the small remaining portion of catheter outside the pts' back with hemostats, when the wire broke leaving the distal portion of the catheter inside the pt's back. Subsequent CT scan showed the catheter inside the pt's spinal column and in back muscles; it was seen by a spine surgeon who offered to remove the retained catheter. Upon consideration, the pt decided to consult a neurosurgeon and consultation has been scheduled.

Manufacturer narrative:
Sample will not be returned for eval.